Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from peritonitis (nine days after the event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis(pd) patient experienced peritonitis manifested by diarrhea. The cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin injection (1gm, after every 4 days, intraperitoneal, ongoing) and amikacin injection (100mg, once daily, intraperitoneal, ongoing) for peritonitis. The patient was not hospitalized for the event. At the time of this report, the patient has recovered from diarrhea and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.